Manufacturer narrative:
Upon inspection of one of the devices it was determined the device was experiencing a non-reportable issue. The count of events has been updated to reflect that. 2 devices are still pending evaluation.

Event description:
This report summarizes 17 malfunction events, where it was reported the devices experienced the fowler stuck raised or the cot height could not be adjusted. There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
The final 2 investigations have been completed. 1 device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. 1 device was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service.

Event description:
This report summarizes 17 malfunction events, where it was reported the devices experienced the fowler stuck raised or the cot height could not be adjusted. There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 15 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 18 malfunction events, where it was reported the devices experienced the fowler stuck raised or the cot height could not be adjusted. There was 1 event with patient involvement; no adverse consequences were reported.